Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements over approximately one (1) year until an alert was generated for a high out of range shock impedance measurement of 131 ohms. The patient was contacted and requested to come into the hospital for an immediate check. The shock impedance value was noted to be approximately 120 ohms during the check. A commanded shock of 41 joules was performed to check if the shock operation will perform normally and the shock impedance value during the test was noted to be approximately 80 ohms. The impedance after the commanded shock test was in the approximately 110 ohm to 120 ohms range and remained unchanged. It was decided to continue to monitor the patient, the out of range shock impedance upper limit was reprogrammed to 150 ohms and follow-up will continue. It was noted that the cause of the impedance increase is not clear, and the patient receives device pacing therapy almost zero percent (0%) of the time. It was judged that a lead replacement would not be performed and since the patient is young, they will be considered for a subcutaneous implantable cardioverter defibrillator (s-ICD) system in the future. The lead remains in service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements over approximately one (1) year until an alert was generated for a high out of range shock impedance measurement of 131 ohms. The patient was contacted and requested to come into the hospital for an immediate check. The shock impedance value was noted to be approximately 120 ohms during the check. A commanded shock of 41 joules was performed to check if the shock operation will perform normally and the shock impedance value during the test was noted to be approximately 80 ohms. The impedance after the commanded shock test was in the approximately 110 ohm to 120 ohms range and remained unchanged. It was decided to continue to monitor the patient, the out of range shock impedance upper limit was reprogrammed to 150 ohms and follow-up will continue. It was noted that the cause of the impedance increase is not clear, and the patient receives device pacing therapy almost zero percent (0%) of the time. It was judged that a lead replacement would not be performed and since the patient is young, they will be considered for a subcutaneous implantable cardioverter defibrillator (s-ICD) system in the future. The lead remains in service. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead exhibited another subsequent high out of range shock impedance alert. A field representative contacted boston scientific technical services (ts) to discuss options. A review of the shock impedance trend data indicates a continued gradual increase. Ts provided guidance to perform troubleshooting, including pocket manipulation and isometric tests, and if no abnormalities are observed, the change in shock impedance may be due to changes in the interface of the lead electrode and the heart tissue, such as calcification. Ts discussed the possibility of performing a commanded maximum energy shock test to know the shock impedance value during a delivered shock. However, they noted that since the shock impedance is showing an upward trend, and if it continues to rise, the impedance may exceed the 200 ohm daily measurement upper limit range after which point it will not be possible to judge the lead condition based on shock impedance measurements. In addition, there may be issues with effectiveness of the shocks where shock energy becomes truncated if impedance during a shock exceeds 145 ohms. Ts also provided guidance for things to consider if a rv lead replacement is performed. The patient subsequently came to the clinic for a follow-up appointment. No noise was observed, and the shock impedance value remained under 170 ohms during troubleshooting tests, which is still high out of range, but the value remained stable. The physician decided they did not want to perform a commanded maximum energy shock test as the device has not delivered a shock since implant. As a result, the shock impedance daily measurement upper alert limit was changed from 175 ohms to 200 ohms, and they will continue to monitor the patient until device replacement is required. It was noted again that the patient will be considered for a change to a s-ICD system in the future. The rv lead remains in service. No patient symptoms or adverse patient effects were reported.